Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device housing and locking components were damaged and the locking mechanism was not functioning. It was also observed that the entrance test could not be fully carried out, the device could not be mounted and the housing was worn out. It was further determined that the device failed pretest for noise assessment, temperature assessment, rotational speed assessment, direction control assessment, safety check assessment, cutter assessment and attachment assessment. It was noted in the service order that the device was not working. This event occurred during surgery. There were no delays to the procedure. A spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.